Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure. The balloon was then deflated within specification. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.  (B)(4).

Event description:
It was reported that air was present in the balloon. A 5.0mmx20mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, air was noted on the balloon which was unable to be removed after several attempts. Treatment was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that air was present in the balloon. A 5.0mmx20mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, air was noted on the balloon which was unable to be removed after several attempts. Treatment was completed with this device. No patient complications were reported.